Event description:
Philips received a complaint by the customer on the v60 indicating that the devices touchscreen is not working properly, display alignment issue. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Customer states that when attempting to make changes, the touchscreen isn't working properly. It is slightly off from where you actually touch. The customer is requesting assistances performing touchscreen calibration. The rse informed the customer how to perform touchscreen calibration. Also informed customer how to confirm calibration with touchscreen diagnostic mode. Customer states he will attempt to perform touchscreen calibration and callback if further assistance is needed. The investigation concludes that no further action is required at this time.